Event description:
It was reported that during a da vinci surgical procedure, the pk dissecting forceps instrument did not work. The procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire is broken at the yaw pulley exit. Yaw pulley shows no signs of arcing. Grip cables are not derailed at wrist. Wire insulation does not appear cut or melted. The wire likely was not securely attached to the grip and had poor strain relief, and pulled out during articulation of the wrist. Electrical continuity failed. Engineering also observed the distal end of main tube has various deep scratches with material removed. Scratches are not aligned with tube axis. Size and orientation of scratch marks suggest they were caused by multiple instrument collisions. No other damage found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.